Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The lens remains implanted. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported cells in the anterior chamber of a patient one week following an intraocular lens (iol) implant procedure. The patient was treated with steroids, but the symptoms persist. Anterior chamber irrigation and vitrectomy were performed. Additional information was requested.

Manufacturer narrative:
Product evaluation: additional information was provided, which indicated a qualified handpiece was used with a viscoelastic; however, it is unknown if a qualified cartridge was used. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4).